Manufacturer narrative:
(B)(4). Insulin pump received with battery issues and had high sleep current due to moisture damage on both the keypad and force sensor cables, and on the back of the lcd screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was showing low battery and battery icon was red. Customer¿s blood glucose was 9.4 mmol/l. Customer stated that customer tried different batteries. Insulin pump will be returned for analysis.